Event description:
A patient reported that over the past 3 or 4 days, they have had three v-go 20 devices where the needle button popped out within 4 minutes of initial needle insertion. The patient confirmed that they press on the raised circular bump of the needle button during initial needle insertion. It was reported that the devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.